Event description:
It was reported that the user requested a replacement charger for the ilet system and the agent confirmed the shipping address for two-day delivery. Symptoms included no clinical symptoms reported. Outcomes included no impact to health or hospitalization. Investigation included review of the reported issue and confirmation that troubleshooting and education were completed with no alerts or alarms reported. Investigation of this case revealed a suspected charger accessory issue without evidence of device malfunction or alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was user support needs for a non-functioning or missing external accessory.